Event description:
Pt called back and repeated information in this case. Pt reported some damage where paddle and cord connect - "there is some movement and wants to come out, and sees different color wire". Agent sent email to prs for ID card. Agent sent email to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755,product type recharger.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6),product type recharger h3: analysis of the returned device indicated there was no anomalies visually observed. A no device found message was seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported they were told to have patient turn off stim to confirm whether it was ins or recharger that was causing warmth. However did not hear back from patient. Additional information was received from the patient. It was reported that they need a new recharging antenna. Patient stated that their recharging antenna is getting warmer than usual. Agent asked the patient when the issue first started and patient stated that it had been a while. Patient then stated that in march they spoke with a medtronic representative and the representative had to reprogram the ins due to them having problems. Patient noted that once they started charging again, all of a sudden they noticed the paddle was getting hot. Patient did not have the recharger with them during the call and agent advised patient to call back with recharger to provide the serial number for replacement. Patient stated that they will call back with the recharger on monday. Additional information was received; they were having problems with their implant and the issue began about the third week in september. The other reason for call was that the patient does not know who their mdt rep is and is wondering how to get in contact with one in their area. Patient stated that they could feel the implant moving around in their back and it was irritated inside and they could not sit or lay down. Patient mentioned that they went to therapy yesterday and were unable to do it due to their implant irritation level. Patient stated that they can move their implant a inch to half an inch in their back. The issue has continued to worsen. Patient stated that the other night it felt like they stuck their finger in an electrical socket and the sensation made them jerk up out of bed; patient noted that their stimulation was not on. Patient mentioned that they have an appointment to see their pain management doctor on monday.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Correction to fdm/annex b coding: b17. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient asked to contact local rep. Patient reported when they turn the stimulation off the left leg goes numb and they have to increase the stimulation to 10 to feel stimulation for about a month and a half now. Patient stated he had hip replacement in (B)(6) 2020 and the he fell twice in march and april last year. Patient stated the right side intensity is lower than left side. Patient services specialist asked patient if the implant moved or shifted in the body and patient said yes. Patient service reviewed device function and recommend patient consult with healthcare provider for next steps. Patient stated he has an appointment (B)(6) with pain hcp. The patient was redirected to their healthcare provider to further address the issue. Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported that pt noticed that their ins seems to be becoming warm while recharging. Caller stated the warm sensation is only at the pocket site and pt described it as warm to the touch and discomforting. Caller was uncertain of when this began but pt said it began sometime after they dislocated their hip. Caller was not with pt at the time of call and will be meeting with pt in a couple weeks at an upcoming appointment.